Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said their device has been off a year because it is not helping. They wanted to sue their patient programmer (pp) while on the phone, but they didn't have access to it and was going to call back. They wondered about just getting the device taken out as well. The call center redirected the patient to their healthcare provider (hcp) regarding the medical decision. The next day, patient called back reporting a power on reset (por) message. A recent medical test or electromagnetic interference (emi) environmental exposure was reported that could be related to the issue; patient said they had multiple procedures over the past few months (unrelated to device/therapy) so they just had the ins off. As a result of what was reported, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.